Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain symptoms could not be determined.

Event description:
In (B)(6) 2014, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. All implants appeared to be in bone and well across the joint following the initial surgery. The patient later had pain complaints. The patient contacted a new surgeon who performed a revision surgery in (B)(6) 2015 where he removed the shortest of the initial ifuse implants and replaced it with a five millimeter longer ifuse implant using the same explant hole. The initial implant was very difficult to remove as it was solidly in bone and required approximately 30 to 40 strikes with the mallet to back the implant out using the removal tool. The surgeon also performed a piriformis release immediately following the si joint revision surgery. The status of the patient following the surgery is not yet known.